Event description:
One discrepant urine total protein result from a correlation study. Initial result 9.3 mg/dl, repeat 3.7 mg/dl. No patient results were involved in issue. The field service rep and the technical service rep were unable to determine root cause but the technical service rep noted when completed, the correlation was satisfactory. Performance tests were performed and within spec.